Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, test results shows the following things: at a blower voltage of 30% the current is 2,04a, the voltage 2,44v and the speed 0rpm. Checked for high temperature alarms and there is one 241 alarm and one 240 in the logs from back in august 2021. Maximum blower temperature was 139,9°c. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista (B)(4) shows error code 401 "inspiration valve or device leaky" and 316 blower failure error when the device was turn on.there was no patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user fault. Blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. It was recommended that the blower and the main electronics needs to be replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.